Event description:
It was reported that an error occurred while installing software. After running the service disk, the programmer went to an error screen. Two attempts were made to run a service disk, but with the same results. The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that initially the programmer booted up with no system error, however, after running a program, the reported error comes up. Analysis also found that the programmer had a loose electrocardiogram (ECG) connector. (B)(4): analysis found that the rf head had no telemetry when trying to interrogate a device, this was due to an out of specification cable. It was also noted that the rubber backing on the rf head label was missing.